Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the customer went into the pool while wearing the insulin pump and received a button error alarm. The blood glucose reading was 170 mg/dl. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. No button error alarm was noted. However, moisture damage was noted on the keypad traces. Moisture damage was noted on the electronic assembly.